Manufacturer narrative:
(B)(4). Report source: foreign- event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address plate fracture in-vivo. No further information is available at this time.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The two (2) plates 2x7 straight matrix 1.0mm (part# 42-1005, lot# 329550, 605590), six (6) screws 2.0x6mm cross-drive (part# 41-2006, lot# 441870), and six (6) screws 2.0x6mm x-drive locking (part# 41-2106, lot# 075960 (qty 4), 129610 (qty 2)) were explanted and returned for evaluation. All parts showed signs of use, as both plates were fractured across the full width of the plate and the screws showed wear on the threads. The original implant was a sagittal split ramal osteotomy on sep 8, 2017, the date the alleged event occurred was mar 27, 2018, and the date of removal was may 15, 2018. Limited information was provided. An x-ray was provided by the client (dated apr 24, 2018), which shows the post-op fracture of the two plates. A clinical review determined it was likely that the plates fractured due to material fatigue. The fatigue may have been a result of not selecting the optimal plate considering the patient condition. The x-ray showed a large split in the ramus and the plate that was used may have been too thin for this particular application. Also observed in the provided x-ray is what appears to be an arch bar, which was likely installed following the plate fracture, prior to explanting the plates and screws. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. The instructions for use (IFU) for this product has the following information under possible adverse effects and complications: 1. Poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. 10. Mandibular devices can fracture, bend, break or fail if used to bridge a mandibular resection site, in the absence of a graft. In the section titled warnings: the size and shape of bones and soft tissue place limitation on the size and strength of implants. Surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient¿s activity level, and adherence to load bearing instructions have an effect on the service life of the implant. The surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants. Also, in the section titled bone plates: bone plates may need to be contoured to the surface of the bone by bending the plates with a bending instrument. - care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture. - sharp angles and small bending radii must be avoided to reduce the risk of the device breaking. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional narratives/data the following sections were corrected: event date was corrected from (B)(4) 2018 to (B)(6) 2018 d1 brand name was corrected from plate 2x7 str matrix 1.0mm to traumaone system 1.0 mm, 2 x 7 straight matrix plate multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00650-1, 0001032347-2018-00651-1, 0001032347-2018-00652-1, and 0001032347-2018-00653-1.